Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that baseline noise leading to noise reversion episodes were observed. There were no adverse consequences to the patient. No further information is available at this time.

Event description:
New information received notes that no intervention was performed as programming changes were not deemed necessary at the time. Patient was stable.